Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having respiratory tract irritation, asthma (new or worsening), inflammatory response. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, adverse event/product problem, outcomes attributed to ae in box b and type of reported complaint, health impact grid, evaluation method code, evaluation results code grid, component code grid, conclusion code grid in box h was not correct. Section type of adverse event/product problem, outcomes attributed to ae in box b and type of reported complaint, health impact grid, evaluation method code, evaluation results code grid, component code grid, conclusion code grid in box h has been updated/corrected in this report.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-88633. This report was submitted as a duplicate report of the previously submitted report.¿